Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger problem) was confirmed. The charger would reset when a battery was inserted. Reporting out of abundance out caution the root cause still under investigation. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a problem and faults